Manufacturer narrative:
The complaint cannot be confirmed for air flow issues as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record cannot be reviewed due to the unknown lot number. No action is recommended since this risk evaluation is within the predetermined limits.

Manufacturer narrative:
E3: occupation: nurse manager. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following a left heart catheterization, the technologist applied the tr band in the proper position and inflated 18ml of air into band. The band was visibly deflating and kept the sheath in place. She then removed the band and tested it off the patient. She stated she could hear the air leaking from the band. The location cannot be confirmed. An original tr band was opened and checked before placing it onto the patient, and hemostasis was achieved. All devices are stored within a climate-controlled storage room and then additional stock was stored in shelving units within the procedure room.